Event description:
Complainant reported that the vascular brachytherapy procedures were complete, the catheter was disconnected from the transfer device, the radioactive seeds fell out and were then retrieved and put in a source container. Loose seeds were external to the patient. All seeds were located.